Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 12/19/2014 and 12/22/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and the presence of iodine was detected. The reported problem could not be identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a protruding minicap sponge had inadequate iodine. The caregiver stated that the portion of the sponge that was protruding appeared dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 60.